Event description:
During an aneurysm colling procedure, it was reported physician was unable to find the catheter's distal marker band. The catheter was then removed and physician found the marker band on the guidewire. No complicatons were reported to have occurred with the patient as a result of this event.